Manufacturer narrative:
Two potential lot numbers were provided by the initial reporter for this incident. The information for these lot numbers is as follows: lot #: 5300880. Expiration date: 8/31/2016. Device manufacture date: 10/27/2015. Lot #: 5275523. Expiration date: 7/31/2016. Device manufacture date: 10/2/2015. Date of event: unknown. The date received by manufacturer has been used for this field. Results: for lot # 5300880: five customer samples were returned for evaluation. Blood samples were collected from one employee donor into a total five incident lot tubes. Also one control lot tube (reorder # (B)(4), lot # 6029852, and exp. 11/2016) was collected from the donor. Standard venipuncture techniques with a bd vacutainer push button blood collection set (reorder # (B)(4), lot # 6064615, and exp. 02/2018) were employed. Immediately after filling, the samples were mixed by four complete inversions and then placed upright in a rack at room temperature. Pt and aptt assays were performed on each retention and control lot sample. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill volume. The incident and control lot samples demonstrated satisfactory performance and all pt and ptt results were acceptable. No product issues were observed during this clinical investigation and all incident lot tubes performed as expected. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. For lot # 5275523: five customer samples were returned for evaluation. Blood samples were collected from one employee donor into a total five incident lot tubes. Also one control lot tube (reorder # (B)(4), lot # 6029852, and exp. 11/2016) was collected from the donor. Standard venipuncture techniques with a bd vacutainer push button blood collection set (reorder # (B)(4), lot # 6064615, and exp. 02/2018) were employed. Immediately after filling, the samples were mixed by four complete inversions and then placed upright in a rack at room temperature. Pt and aptt assays were performed on each retention and control lot sample. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill volume. The incident and control lot samples demonstrated satisfactory performance and all pt and ptt results were acceptable. No product issues were observed during this clinical investigation and all incident lot tubes performed as expected. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Our quality engineer also notes that these lot numbers and incident will be monitored for future occurrences. .

Event description:
It was reported that at a 13 x 75 mm, 2.7 ml bd vacutainer plus plastic citrate tube was used in the evaluation of a patient's pt/inr levels. The results trended higher than expected. The patient's blood was redrawn for repeat testing and the patient was given vitamin k "for reversal".

Manufacturer narrative:
Correction: date of event: unknown. The date received by manufacturer has been used for this field. The date received by manufacturer was reported as 04/12/2016. The actual date received by manufacturer was 04/07/2016. Date received by manufacturer: 04/07/2016